Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx2623 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported leakage from PICC onto patient¿s skin noted during administration of doxorubicin. PICC removed. PICC was disposed of in cytotoxic waste bin. No other information was provided.